Event description:
It was reported that during an atrial fibrillation ablation procedure, the handle of the therapy cool flex ablation catheter was leaking after 3 hours of use. An ibi cool point pump was used with no alarms noted during the ablation. The catheter was exchanged, and the procedure was completed without consequences to the pt. Additional info was requested but is not available.

Manufacturer narrative:
The device was not returned for evaluation. However, review of the device history record confirmed the device met manufacturing requirements prior to shipment.